Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a fall and since then they experienced pain that felt like 10,000 pins and needles at the implant site and couldn't move their fingers. The patient lost their balance and pulled on the right side but did not hit the implant area. The pain first started intermittently but had become constant. The patient followed up with their healthcare professional and was taking medication for it. The implantable neurostimulator (ins) was going to be taken out the monday following the report. The ins was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.